Event description:
Bleeding through the valve when started releasing the endograft stent. Additional information received (B)(6) 2013.

Manufacturer narrative:
(B)(4). Investigation eval: still under investigation.